Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set, cmplnt-(B)(4) addresses the minicap report, cmplnt-(B)(4) addresses the titanium adapter report for this patient.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment was not reported. The outcome of the peritonitis was not reported. The pd therapy was discontinued. Additional information was requested, but was not available at this time. This is report 1 of 3.